Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of being implanted with scratches and foreign material. The unit was fracture. Review of the fracture surface identified step-like fatigue fracture artifacts suggested the fracture was due to fatigue. Analysis of the material shows that the composition is consistent with co-cr-mo alloy, along with suspected biological contamination in the form of carbon. Medical records were not provided. The root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - femur. Visual examination of the provided pictures identified the product as fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient received a left knee replacement. Approximately 3 years ago, the patient developed pain in the knee, which progressively got worse. Examination has shown that the prosthesis is broken. The broken prosthesis was removed and replaced on an unknown date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.